Manufacturer narrative:
The subject device has not yet been returned for evaluation. Communication with service business center (sbc) olympus hamburg and per the current update on (B)(6) 2022, the following information were conveyed: "it is still unclear, if the device will be sent to regional repair center olympus (rrc) rrc hamburg for inspection/repair. The device will be stored in göttingen, until as long as there is no more suspicion of kreutzfeld jakob. Follow ups regarding the event reported are in progress. Supplemental report(s) will be submitted should any relevant new information is available. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported, the customer's device was used on a patient. After the end of the procedure, the device was cleaned manually, cleaned in the etd double reprocessing machine and hung up in the drying cabinet. Per the report, "it was only after this that it became known that the patient had creutzfeldt-jakob disease". The customer reports the device referenced in this complaint was contaminated with creutzfeldt-jakob disease (cjd). The nurse communicated the issue and was noted that this is the first hygiene case on the facility. The time of the event is unknown. The customer reported no further patients were involved. Per the report, the subject device will be sent for reprocessing to the third party (university of goettingen ), all relevant documents were provided to the customer. The device once the third party completes the processing, will be sent to regional repair center olympus (rrc) for inspection and repair. In addition, per the report, for all other devices that are contaminated, the customer will send an email to the customer service. No patient harm, no user injury reported due to the event.